Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made to follow up with the customer, but no additional information could be gathered.